Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient presented emergently on (B)(6) 2017 with an occlusion in the limb. The physician elected to balloon with an expandable stent but that didn't work. The physician decided to reline with another main body stent and then ballooned. The limb looked good post reline. Since the initial implant, the patient was diagnosed with cancer and had left kidney removed. The rep reported that his act levels were low and could have contributed to the thrombosis. Patient reported to be in good condition post procedure.